Event description:
Upon removing catheter from set. Clinican noticed catheter was bent. Although it proved difficult to remove memory of the kink, catheter was inserted & an attempt was made to use it. During insertion, catheter kinked further at juncture of catheter and base and catheter became occluded. A new subclavian insertion was completed. During second insertion, infant presented "rhythm" disorders. No further patient complications were reported.